Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the hose clamp is causing leaks. Additional malfunction is the power switch has a short circuit.